Manufacturer narrative:
Heartflow received a response from a physician in care of the patient who stated "I could see the lad stent but I thought the rca stent was calcium and therefore interpretable which is why I sent." No additional feedback indicating a safety event involving the patient was received. Additional data: h6 - type of investigation, h11 - additional narrative.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential incorrect case acceptance. The investigation determined heartflow incorrectly accepted this case for processing due to misinterpretation of the CT data by the automated technology and inspection process. The heartflow analysis is not validated to process cases when stents are present in multiple vessel systems due to the unknown impact on the accuracy of the analysis. Heartflow notified the physician in care of the patient of the investigation results. While heartflow has identified the issue, the physician has not provided any feedback indicating a safety event involving the patient. Heartflow's analysis instructions for use include the following warning: due to the variability in the heartflow analysis, the output should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.

Event description:
Heartflow identified a computed tomography (CT) dataset was potentially incorrectly accepted for processing.